Manufacturer narrative:
The instrument was returned to medtronic for analysis. In summary, the returned biopsy needle was slightly bent at the tip. The inner needle was not bent as was reported. The inner needle could be inserted to the tip, but it could not rotate. Codes b01, c07, and d02 are applicable. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that the inner cylinder tip was bent and could not be inserted into the guide tube. There was no delay and no impact on the patient's outcome.